Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question. Note: the hospital advised that the event occurred sometime in the week of (B)(6) 2012, but were unable to provide the exact date.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non-conformance issue (s) with this production lot. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).